Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that drawer 6 was not detected on the bus. A field service engineer (fse) reconnected all connections, and all functions returned to normal, resolving the issue. The fse logged into hardware test application and tested the drawer several times, confirming that all functions were normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the entire door was unable to be opened. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.